Event description:
Follow up report received on 16-feb-2026. This is a final report. Manufacturing statement: no complaint sample or device lot number are available for evaluation; therefore, an unknown investigation was performed. The device is assembled per specifications where in-process and final inspections are conducted by trained personnel. No outcome from the investigation could be determined since no complaint sample or lot identification has been provided. If the complaint sample or lot number become available, this complaint will be re-opened and additional investigation may be performed.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model. This is default text configured for block h10.

Event description:
Disseminated intravascular coagulation [disseminated intravascular coagulation] the patient was bleeding around the jada device and ended up having to go to the or to have a hysterectomy [device ineffective] case narrative: this spontaneous report originating from united states was received from a quality specialist referring to a 28-year-old female patient. The patient's concurrent conditions, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). The patient was hemorrhaged and very close to dying (considered as historical condition). On (B)(6) 2025 (also reported as inserted early on), the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot # and expiration date were not reported) for hemorrhage. On (B)(6) 2025, the patient went into dic (disseminated intravascular coagulation). She was given 33 units of blood altogether. She was bleeding around the vacuum-induced hemorrhage control system (jada system) device (device ineffective). The device had stayed in her for almost 24 hours (also reported as having stayed in her all day), and she ended up going to the or (operating room) for a hysterectomy. No device details or additional information about this event were available. The outcome of disseminated intravascular coagulation and device ineffective was unknown. The reporter's causality assessment between the disseminated intravascular coagulation and suspect vacuum-induced hemorrhage control system (jada system) was not reported. Upon internal review, the events disseminated intravascular coagulation and device ineffective was determined to be serious due to medically significant.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model. This is default text configured for block h10.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model. This is default text configured for block h10

Event description:
Upon further internal medical device reportability assessment performed on 21-jan-2026, the case was determined to be a non-pqc and non-device malfunction. The case details have been updated accordingly.